Event description:
Permanent atrial fibrillation with sick sinus syndrome status post medtronic kappa sr700 pacemaker implanted in 2001. Pt presents with failure to thrive and apparent fall at home. Pt is now bradycardic in the 40s without evidence of pacing spikes, and the inability on physician's behalf to interrogate pacemaker tonight. Interestingly, EKG three months earlier showed a packed rhythm at 65 beats per minute, and therefore, physician suspicious that co have end-of-life battery and complete battery depletion. Fortunately, the pt is asymptomatic.